Event description:
It was reported the menu options screen continuously flickers, which prevents certain options from being selected. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). One side bail cover was also broke, and one side bail cover and ring cover was contaminated.